Event description:
According to the reporter: upon removing the instrument, it was noticed the metal tip on the device was missing. It was located inside the patient's cavity and the surgeon was able to retrieve it. Or time was extended by less than 5 minutes. Procedure: diagnostic laparoscopy with lysis of adhesions.

Manufacturer narrative:
Initial report submitted: 02/18/2008.